Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that they saw the patient on (B)(6) 2016 and reprogrammed the patient¿s device and would the patient in a follow up at a later date. It was noted that the patient did not have a stroke but did have a tia. Additional information was received from a patient and it was reported that there was no specific changes to the patient¿s routine that led to lack of symptom improvement. The patient reported having some issues with getting program that will help with bladder since that happened. It was noted that the doctor set some new programs for patient to try with stimulation. Tests and checkups were done to try and resolve the lack of symptom improvement. It was reported that the lack of symptom improvement had been resolved. It was noted that the stimulator had the patient concerned, if they will be able to find right program to help bladder control. Additional information was received from a patient and it was reported that the therapy was working fairly well for her until she had a mild stroke. Since the stroke, the patient had been experiencing a lot of leaking and urinating all the time. The patient reported going to see their healthcare professional (hcp) and she helped to reprogram the patient. The patient reported she has already tried all 4 programs on her programmer before she went to see hcp. The patient now reported she tried program 1 and can¿t go any higher than where she was at because it causes her discomfort and had tried program 2 where she had increased to the point she can¿t go any higher. The patient reported that she had two more programs to try. There are no falls or traumas related to the issue. The patient reported that her bladder had strunk over time. The patient reported that her doctor said it was okay for her to try different programs and advised her to wait about a week before switching. The patient reported she had waited a week since her last change. No outcomes were reported at the time of this report.

Manufacturer narrative:
Correction: it was confirmed that it was not a stroke the patient experienced, it was a transient ischemic attack (tia).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient thought her implant was helping with her symptoms in the beginning, but then it stopped working, she was not getting symptom improvement, and she experienced a loss or change of therapy. This occurred in 2016. She originally started on program 1 at 1.7 volts and was there for a few days before she went to 2.1 volts. The week prior to (B)(6) 2016 she changed to program 2 at 1.4 volts and had been there since then. She had a stroke on (B)(6) 2016 and was admitted to the emergency room. The following day, they had performed a CT scan of her head. They turned her implant off during the scan and turned it back on after the procedure. That same night after the scan, she had to get up every five minutes to go to the bathroom. She was feeling stimulation at the time, so the implant must have been on. On (B)(6) 2016, the patient was not seeing the lightning bolt and therapy was not on. She stated she might have somehow turned the implant off. The patient had a visit scheduled with her healthcare provider office on (B)(6) 2016. The provided event date is an estimate.

Manufacturer narrative:
UDI number (B)(4) was added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as doctor told them that the patient might need to have it red one. Patient had a mild stroke after two weeks after the permanent implant and no matter what program they tried it, it was not working. Patient had incontinence mostly through the night. Patient got up almost every hour and they had leakage. Patient had no control. Patient also had lot of urinary track infection (uti) infection in between. Patient did not do x-rays. Patient would have to do the trial again. Patient was going back to the doctor on (B)(6) to discuss if they were going to try it again or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.